Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Internal inspection showed the "c200" component had broken off the system board, this component is part of the battery charging circuitry and may impact battery charging, but is not related to the customer complaint.

Event description:
The customer reported the unit clips in and out, turning on and off on its own and gives erroneous numbers. No patient impact or consequences were reported.